Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00176.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient was revised due to dislocation, pain, wear and corrosion of unspecified device approximately 6 years post-implantation. No further information has been provided.